Event description:
It was reported that the legs of an ivc filter were twisted around one another upon deployment at the intended treatment site. Imaging demonstrated that the ivc filter remained at its intended treatment site, with no sign of migration. The filter remains implanted and a retrieval attempt has snot yet been performed. The pt is reported to be asymptomatic.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The filter remains implanted. Therefore, a sample eval could not be performed. The investigation is currently underway.